Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose results. (B)(6), the customer's aide, is calling on behalf of the customer. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living area. During the call on (B)(6) 2017, a blood test was performed non-fasting by the customer and produced test results of hi using true meter meter. The test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. Result 1: hi (B)(6) 2017, 2:15pmtime:, non- fasting. Customer is not having any diabetic symptoms at this time. The aide just purchased this meter since the customer has a severe wound on his foot and wanted to check his blood sugar. She got a hi reading on the meter. I suggested she call the dr. To let them know about the meter reading hi and about the wound on his foot. She was already going to call the nurse since the customer has not taken his insulin today. She just started to use this meter today.